Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during implant that the helix would not extend so the atrial lead was unable to be implanted; the physician elected to complete the procedure with a different lead. The patient condition was stable.